Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered three rounds of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock(s) due to an episode of supraventricular tachycardia (svt). A pacemaker mediated tachycardia (pmt) was performed that appears atrial driven. A signal artifact monitoring (sam) episode was stored. The device remains in service. No adverse patient effects were reported.